Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed bacteremia on (B)(6) 2023. The patient had an implantable cardioverter defibrillator (ICD) pocket infection post ICD generator change. The patient experienced drainage from the pocket with fever and shaking chills. Cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). Initially, the patient was treated with intravenous cefepime, which was changed to intravenous ancef (cefazolin). They were treated with chronic oral bactrim ss (sulfamethoxazole) twice daily. The device had operated as expected.